Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up low r wave amplitudes were noted as well as a loss of capture when it comes to this right ventricular (rv) lead. The lead had dislodged. A revision took place and this lead was repositioned successfully. No additional adverse patient effects were reported.